Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included uterine fibroid, premenopause, multigravida and parity 2. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus < 250 g),with bilateral salpingectomies.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, psychological trauma, urinary tract infection, hormone level abnormal, headache, migraine, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- unknown 3 loops visible on left, 5 loops visible on right discrepancy noted on essure insertion date - (B)(6) 2014 as per mr . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Essure removal details, patient demographics, medical history, rcc and reporter information was added. Action taken with drug updated. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.